Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain. The rep reported that the patient was receiving an out of range (oor) message when trying to increase the stimulation intensity. An impedance check was done, and high impedances were confirmed on electrodes 8-12. The rep programmed around the high impedances. No contributing factors were known. No further complications or patient symptoms were reported or anticipated.